Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Right knee blew up/ knee swelling after the injection [joint swelling]. Right knee effusion / drained his knee [joint effusion]. Pain down the middle of knee / right knee intense pain after injection [arthralgia]. Couldn't walk after receiving the injection [abasia]. Case description: spontaneous report was received on (B)(6) 2013 from a male pt (age not provided), initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous use of cortisone injection (two weeks prior to receiving synvisc-one). The pt had concomitant disease of ulcer. On an unspecified date in (B)(6) 2013, the pt received treatment with synvisc-one (hylan g-f 20) injection at a dose of 6 ml, once, in right knee. The lot number for synvisc-one was not provided. On unspecified dates in 2013, after the injection, his right knee blew up/ knee swelling, experienced intense right knee pain and couldn't walk. He reported that the physician drained his knee and unk amount of fluid aspirated (right knee effusion), following which a cortisone injection was administered. It was reported that he was getting better until last week when after an hour of yard work, he experienced pain down the middle of his knee that was not his normal arthritis pain. He also started treatment with voltaren gel for the event of pain down the middle of knee/right knee intense pain after injection. The outcome for the events of right knee blew up/ knee swelling after the injections, right knee effusion/ drained his knee, pain down the middle of knee/ right knee intense pain after injection and "couldn't walk after receiving the injection" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship of synvisc one with all the events was not provided.